Manufacturer narrative:
Suspect device is coaguchek s strips: cat/3116247.

Event description:
Pt reportedly obtained a result of 2.0 inr on the coaguchek system and 1.49 inr on a comparison lab. No action was taken based on coaguchek results. No adverse event reported. Request return of suspect device and replacement was sent. Coaguchek test system: strip lot 357a, 1/31/08. Comparison was performed at a medical facility.